Event description:
Patient was revised to address periprosthetic fracture at the distal tip and dislocation. It was reported that the patient fell. The femoral components were depuy product; the acetabular components were competitor product.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the stem product/lot combination since its release for distribution. A previous review of the femoral head device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy devices were implanted with competitor manufactured products. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker acetabular cup event: this was used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.